Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was a gap in the adhesive for the angulation and the angulation in the up direction was out of specification due to a worn out angle wire. The coating on the connecting tube was peeling off. The adhesive on the object lens was deteriorating, the water squeeze quantity was out of specification due to a deformed nozzle, there was a lead due to a deformed plug and a leak at the rotation ring. The objective and light guide lenses were dirty. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is obtained.

Event description:
The customer reported to olympus, there was a gap in the angulation on the evis lucera elite bronchovideoscope. During the inspection of the returned device, there was coating that was peeling off the insertion tube. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The intended procedure is unknown. As it occurred prior to procedure, the procedure was completed with a different device. There was no delay in the procedure and there was no patient harm.

Manufacturer narrative:
A correction has been made to h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause is likely physical stress and/or chemical stress. Physical stress: the insertion section interfered with and was rubbed against the mouthpiece or the device was used for procedure while the insertion tube was not smoothly passed through the endotracheal tube. Chemical stress: a non-water-soluble spray-type pharyngeal anesthetic was directly sprayed to the insertion section or, the device was reprocessed by using a detergent solution which was not recommended by olympus. A definitive root cause cannot be identified. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). "·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU. "·important information please read before use : warnings and cautions : if it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding and/or perforation. Operation : insertion of the endoscope : if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube compatible reprocessing methods and chemical agents : detergent solution : use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions." Olympus will continue to monitor the field performance of this device.